Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Reporting institution phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips technical consultant (tc) went onsite to troubleshoot the issue. The tc pulled the audit logs and provided them to the customer. The tc stated that alarms could not be qualified from third party equipment indicating that the reported problem was not a philips malfunction. A good faith effort was sent to clarify the issue and the resolution however no response was received. There is insufficient information to rule out a product malfunction. The tc informed the customer that alarms could not be qualified from third party equipment and that the manufacturer of the equipment would need to trace their alarms. The tc then provided the customer with the information that was stored within the philips logs. The case was subsequently closed with no further information. H3 other text : see h10.